Event description:
Reference medwatch 1219856-2009-00054 for the first event involving the same patient. It was reported that while in the catheterization room the following occurred: patient did not have tortuous vessels. Clinician stated one hour "after pumping started high pressure and other alarms rung frequently." (Pump is iap-0100j). Clinician reported that "he felt helium did not return, balloon inflated rapidly." Clinician decided not to restart pumping. Catheter was removed & sheath remained in patient; new intra-aortic balloon (iab) was inserted. This iab was inserted and same "malfunction occurred." As a result, iab was removed from patient & again sheath remained in patient. Md inserted a third iab & used another pump with success. A request was made for more information about the incident.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.